Event description:
It was reported that the communicator power cord was fried. The communicator was connected to a hospital power outlet. The communicator showed no lights. Boston scientific technical services (ts) assisted the patient in troubleshooting. The technical services advised the patient and the field representative to try different outlets with other electronic devices. A communicator firmware was previously installed. The communicator was having issue with connecting with the patient implantable device. The communicator issue persisted. The technical services advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.